Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated after power cycling the programmer and did not elicit beep tones with a magnet applied. Technical services (ts) reviewed, noting the shock impedances and current battery consumption was noted to be stable. X rays were obtained which noted the electrode was likely in this patients breast tissue. It appeared there was a sharp bed in the device pocket. This patient had felt 2 shocks in which ts noted an increase in the non sustained to tachy rate over the last month, possibly illustrating oversensing. Ts recommended immediate device replacement based on no telemetry and no magnet tones. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted electrical overstress damage around the antenna and a mark at the top of the over-molded header (an indication of a possible arcing event). The titanium case was opened, and visual inspection identified electrical overstress damage to the device case. The battery was tested; the voltage was lower than expected. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed inability to establish telemetry, no production of tones in the presence of a magnet, and lower than expected battery voltage. An advisory communication was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated after power cycling the programmer and did not elicit beep tones with a magnet applied. Technical services (ts) reviewed, noting the shock impedances and current battery consumption was noted to be stable. X rays were obtained which noted the electrode was likely in this patients breast tissue. It appeared there was a sharp bed in the device pocket. This patient had felt 2 shocks in which ts noted an increase in the non sustained to tachy rate over the last month, possibly illustrating oversensing. Ts recommended immediate device replacement based on no telemetry and no magnet tones. This s-ICD remains in service at this time. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated after power cycling the programmer and did not elicit beep tones with a magnet applied. Technical services (ts) reviewed, noting the shock impedances and current battery consumption was noted to be stable. X rays were obtained which noted the electrode was likely in this patients breast tissue. It appeared there was a sharp bed in the device pocket. This patient had felt 2 shocks in which ts noted an increase in the non sustained to tachy rate over the last month, possibly illustrating oversensing. Ts recommended immediate device replacement based on no telemetry and no magnet tones. This s-ICD remains in service at this time. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported.